Event description:
It was reported that the pacemaker entered safety mode and was explanted as a result. The device is in possession of the field representative and will be returned for analysis. No additional adverse patient effects were reported. This pacemaker is no longer in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.